Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient was charging their ins at recharging "excellent" and the ins remained charged at 60%, but the controller depleted from 100-70%. Pt said the issue had been occurring for 6 months or so. Pt could not get their ins to charge even though the controller was depleting while charging their ins. Additional information was received. Pt got their replacement recharger antenna and said they plugged the recharger antenna into the controller, but the controller was blank/unresponsive. Patient services specialist suggested the pt plug the controller in the ac power supply. The controller responded and appeared to be functioning as designed. The troubleshooting steps taken on the call resolve the issue. Additional information was received. The pt stated the controller has nothing, they tried resetting and plugging into the power cord but couldn't get anything on the screen. Pt plugged controller in to ac power supply without the li battery during the call, but the screen didn't turn on. Pt confirmed green light was on ac power. Pt did not have any aa batteries to try, and did not see any damage to controller or plug. The issue with the controller had been going off and on for the last 6 months. Pt said the controller would shut off completely until they wiggled something, but now they couldn't get the controller to work at all. Additional information was received. It was reported that the patient needed assistance with pairing the controller to their implant. The patient was assisted with the pairing process and the controller showed that it was in the red and the ins was in the red. It was reviewed to charge up the controller. They confirmed the controller was flashing green when plugged into the outlet.

Manufacturer narrative:
Continuation of d10: product ID : 97745, lot# serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that device was scrapped due to main pcb intermittent failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.